Event description:
The physician was attempting to release the stent (subject device), in the internal carotid artery (ica). It was reported that the vasculature was tortuous, and the physician experienced resistance when trying to push the stent forward. The physician in turn applied more force to the stent and the stent was prematurely deployed. The patient is reported to be in "stable" condition.